Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
User facility reported that product's inflation line leaked during use after 3 months in situ. Replacement was required. No incident related medical sequelae was reported.